Manufacturer narrative:
(B)(4). The reported event of infection cannot be confirm via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06338. It was reported the patient went to the ER due to an infection at the lead and extension site. Consequently, the lead and extension were explanted. The date of the explant is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-06338 and 1627487-2017-00319.the manufacturer was unaware of the 3rd device at the time of the initial report. It was reported the patient went to the ER due to an infection at the lead and extension site. Consequently, the lead and extensions were explanted on (B)(6) 2016.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06338.